Event description:
It was reported via a phone call that the customer had a blank display, a battery out limit and a failed battery test alarms. Customers mother stated that the customer had a blank display and the customer pressed a button and received a failed battery test. Customer then replaced the batteries and received a battery out limit alarm. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was 235 mg/dl. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.